Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, missing lcd display window and scratched reservoir tube window.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there is damage on the battery case and the screen kept popping out. The customer stated that he dropped the pump and there is a crack on the right top edge. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.